Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker was oversensing electromagnectic interference (emi) on both the atrial and ventricular channel resulting in inappropriate mode switch and ventricular pacing inhibition. Programming changes was performed; the pacemaker will continue to be monitored. The patient was in stable condition.